Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Per follow-up with the health-care provider, the reason for the explant at implant was due to a ventricular tear and not related to any device malfunction. Per the op report, the patient was then weaned from the cardiopulmonary bypass with modest inotropic support. (B)(4) inspected both valves and there was no perivalvular leak of the mitral valve and the tricuspid valve appeared to have only mild insufficiency. The surgical sites were inspected for bleeding. At this point, it was clear that there was bright red blood coming from left ventricle just adjacent to the ivc. The patient was placed on cardiopulmonary bypass again. The edwards mitral prosthesis was excised. The left ventricular side of the annulus was inspected and at approximately 4 o'clock adjacent to the coronary sinus, there appeared to be a ventricular injury in the form of a linear tear. It appeared that an area where the surgeon had gone around the bar of calcium on the mitral annulus and through the ventricular side of the annulus where it was tied down it had caused the tear. Once this was repaired and had been completed, the surgeon elected to use a competitor's valve.

Manufacturer narrative:
Patient (B)(4) ventricular tear. Device not returned. Additional manufacturer narrative: unfortunately, the device has been discarded, therefore, the root cause of the reported event could not be assessed. Although the root cause cannot be assessed, based on the operative report, it appeared that an area where the surgeon had gone around the bar of calcium on the mitral annulus and through the ventricular side of the annulus where it was tied down it had caused the tear, suggesting that this is not device related as confirmed by the health-care provider on our follow-up. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.